Manufacturer narrative:
The coviden customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board assembly (pcba), which resolved the reported issue. (B)(4).

Event description:
Covidien received info of ventilator with a blank screen. The malfunction did not occur during pt use.